Event description:
This patient was jumping on her bed when she fell off and hit her head (on the implant site) on a window sill. Since this incident, she has not been able to hear with her device and her audiologist cannot establish a connection between the device and her speech processor. X rays show normal device positioning . Explanation and reimplantation surgery were not reported to cochlear.